Manufacturer narrative:
B3 date of event: estimated based on aware date since the event date was not reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion and was passed distal to the lesion. During pullback the catheter froze on the wire. The catheter was flushed but the devices remained stuck, so both were removed together. There were no patient complications.